Event description:
The cath lab tried to insert the iab through the sheath. However, iab became stuck in sheath at balloon membrane. Per clinician, 1-way valve was placed and vacuum pulled w/syringe. Iab was exchanged due to difficulty. There were no reported patient complications.